Event description:
Information was received from a patient. It was reported that they were having more difficulty connecting the controller to their implantable neurostimulator (ins). The patient stated that their controller was not charging fully or holding a charge. It would be fully charged and they would only be able to charge their ins up to 40% during a charge session before the controller battery died. The patient had trouble communicating and also stated that they saw a ¿passive recharge mode¿ screen but was able to charge normally after following the instructions. It was noted that the issue started about a week prior to the date of this report. It was further reported on 2019-sept-30 that the patient was having the same issues. A ¿no device found¿ screen was displayed on the controller and they were getting stuck in passive recharge mode. The patient mentioned that their controller was at 100% when they began recharging their ins and the controller battery depleted in one hour and their ins battery level only incremented 10% in that time. The patient added that their recharger paddle got very hot during that time as well, which was the first time they noticed the overheating. The patient was redirected to the repair department and a replacement controller, recharger, and battery pack were requested. It was further reported on 2019-oct-03 that the patient received a replacement controller but they kept getting a blank white screen. The patient stated that they would reset the controller and feel it vibrate when they pressed the button, but the screen would stay white. The patient also reported that they were in pain now. The patient was redirected to the repair department again and a replacement controller was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) found that the recharger antenna was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.